Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The lot number was not provided so device history record review cannot be performed. Hardware was in perfect condition at the time of explantation. The most likely cause of the event is as stated by the surgeon who admitted that he initially inserted the partially threaded screw at too great of an angle and it therefore never locked into the plate. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Facility will not release device.

Event description:
It was reported by the surgeon that it was discovered approximately 7 months post-op that his patient had a locking screw which had backed out. On (B)(6) 2015, the patient underwent a distal radius fx hardware removal surgery. The devices implanted during the original surgery were explanted. Unknown which screw had backed out. Hardware was in perfect condition at the time of explantation. The explanted plate was a 3 hole standard width l distal radius plate. Nothing was implanted during the revision since the patient had healed. Surgeon had admitted to initially inserting the partially threaded screw at too great of an angle and it therefore never locked into the plate.